Event description:
Device issue: none. Adverse event (ae): in-stent restenosis. Onset of ae: unk. It was reported that at an unspecified time post a below the knee stenting procedure with an xpert stent, the stent developed in-stent restenosis (isr). It is unk if the isr was treated. There was no adverse pt sequela reported. Although requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). The stent remains in the pt. The part and lot number were not provided; therefore, a device lot history record could not be reviewed.